Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events (infection, sepsis, and patient outcome) cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C contains the following information: section 1 lists sepsis, infection, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2022 due to congestive heart failure and sepsis. Per the account, the congestive heart failure was related to patient condition and the sepsis stemmed from the driveline exit site wound. The device was reported to have been operating as intended and the patient outcome was not considered to be device related. The device was not returned for evaluation as it was not explanted, and no autopsy was performed.